Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The lead connector pins were confirmed to be properly inserted into the generator connector block. The lead connector pins were removed from the generator connector block and then reconnected; however, repeat device diagnostic testing continued to yield high lead impedance results. Diagnostic testing of replacement generator alone was within normal limits, indicating a possible problem with generator/lead connection, lead discontinuity, or lead/nerve interface. The pt had given consent for generator replacement only, so the generator replacement procedure was completed in spite of the high lead impedance test results. Implanting surgeon planned to discuss the issue with the pt's family and scheduled the pt for an additional revision surgery at a later date. Pre-operatively device diagnostic testing was attempted but was unsuccessful, presumably due to end of battery life of the explanted generator; therefore, it is known whether the high lead impedance condition existed prior to generator replacement surgery or whether the lead may have been damaged during the surgical procedure. Further follow-up revelaed that the pt's family decided not to have another surgery at this time. The pt reportedly recovered well from surgery and is referred back to her neurologist for further treatment. Stimulation had not yet been initiated.